Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff encountered a non-recoverable fault, error code 17. Initially, the staff attempted to resolve the issue by power cycling the system, but the problem persisted. The technical support reviewed the logs and confirmed the issue, determining it was related to a communication problem. The staff removed the instruments and powered down the system. The technical support guided the caller through a hard power cycle and instructed them to reseat all teal fiber cables while the system was off. After powering the system back on, the staff confirmed no faults on the system. Later, the staff called back reporting the same error persisted. They had replaced the fiber cables and used different ports, but the issue remained unresolved. The staff decided to swap out systems to complete their tasks. Technical support reviewed the logs again and confirmed error 17, identifying it as related to ac_6a (mtml gimbal). Additionally, various other errors (32097, 32125, and 25730) were identified as pointing to mtml, suggesting a possible need for mtml replacement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon was able to complete the procedure robotically once the system was swapped out. There was a delay of 20-30 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error 17 was not triggered, but when running through fitness test it did trigger other similar errors: 48289 (failure to program field programmable gate array (fpga) to the software-less node). After further investigating this error it was determined that the gimbal had a bad manipulator controller master wrist (mcmw) board. The mcmw board was swapped with a known good board and all errors went away. Testing confirmed the mcmw board had failed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a failure of the mcmw board in the mtm. This issue may be resolved by fse service to replace the mtm.